Event description:
It was reported the patient (B)(6) had not charged the ipg for approximately a month. Communication could not be established between the ipg and multiple external devices. The patient currently does not have stimulation. Surgical intervention will take place at a later date to address the issue.

Manufacturer narrative:
Correction/removal number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.